Event description:
It was reported that the swelling was noted around the subcutaneous tunnel. The catheter was removed and cracks were noted in the lumen.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.